Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that the patient was seen in the clinic on (B)(6) 2017 and per routine labs found a 1.4 g/dl drop in hemoglobin from 7.6 g/dl to 6.2 g/dl. International normalized ratio (inr) was therapeutic. The patient does not have a history of gastrointestinal (gi) bleeding. The patient was admitted for further monitoring. He was transfused a total of three units of packed red blood cells (prbcs) during his admission. Esophagogastroduodenoscopy (egd) showed non-bleeding gastric erosions which the gastroenterology (gi) team felt that the erosions were likely the source of the drop in hemoglobin. Per their recommendations, the patient's proton-pump inhibitor (ppi) dosing was increased to twice daily (bid). No changes were made to his anticoagulation regimen (inr 2-3, aspirin 325 mg daily). The patient responded well to the transfusions and his hemoglobin has remained stable. The patient was discharged home on (B)(6) 2017 with an appointment to follow-up in the clinic the next week. Controller log file analysis showed no alarms logged in the last 14 days of available data. No further information has been provided.